Event description:
Customer reported that the insulin pump got wet and was alarming button error. Customer stated that the buttons were unresponsive. Customer also mentioned receiving a battery out limit alarm after a battery change and stated that they were unable to clear the alarm. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specififications. No unexpected battery out limit alarm noted during testing. No button error alarm. Intermittent button response due to moisture damage on keypad trace. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. No moisutre damage on electronic assembly.